Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that there was an issue with scheduled reports not printing. Due to this issue, the pharmacy staff was unable to identify if there were low stock or stock out situations which caused an inability to fill low stock or stocked out medications to individual bd pyxis medstation ess throughout the hospital. The customer also stated that there was a delay in the dispensing medication to patients. It was indicated that a couple of nurses called to report the inability to obtain patient medications due to unidentified stock outs. Although requested, the customer was unable to provide specific devices, locations, patients, or event times/dates. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the scheduled reports were not printed. A technical support specialist investigated a printer issue showing an "attention required" notice. After confirming the es scheduler was functioning correctly and restarting the print spooler, the issue persisted. The specialist advised involving the customer¿s it team. The customer later confirmed that printing had resumed, and the issue appeared resolved. Screenshots were sent for it verification. The case had been previously reviewed by team lead; communication was shared with the user. After confirming with the user that the issue was resolved, permission was obtained to close the case. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported by the customer that there was an issue with scheduled reports not printing. Due to this issue, the pharmacy staff was unable to identify if there were low stock or stock out situations which caused an inability to fill low stock or stocked out medications to individual bd pyxis medstation ess throughout the hospital. The customer also stated that there was a delay in the dispensing medication to patients. It was indicated that a couple of nurses called to report the inability to obtain patient medications due to unidentified stock outs. Although requested, the customer was unable to provide specific devices, locations, patients, or event times/dates. There were no adverse events or injuries reported based on this event.